Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, filling defects (occlusion) and embolism are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 12dec2022) ¿excimer laser coronary angioplasty versus manual aspiration thrombectomy in patients with st segment elevation myocardial infarction: analyzed by nuclear scintigraphy¿. The article retrospectively evaluated and compared the impact of elca with manual aspiration thrombectomy on myocardial salvage and left ventricular (lv) systolic/diastolic function in patients with st-segment elevation mi (stemi) using nuclear scintigraphy. A total of 143 patients treated from (B)(6) 2016 to (B)(6) 2020 were enrolled in the study. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Periprocedural complications included 15 slow flow/no reflow and 3 patients experienced distal embolism. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 12dec20222 has been used, the date of publication. Shimojo, k., shibata, n., takagi, k. Et al. Excimer laser coronary angioplasty versus manual aspiration thrombectomy in patients with st-segment elevation myocardial infarction: analyzed by nuclear scintigraphy. Int j cardiovasc imaging 39, 831¿842 (2023). Https://doi.org/10.1007/s10554-022-02771-0. This report captures the 15 slow flow/no reflow and 3 distal embolizations. There was no alleged malfunction of any spectranetics devices in use during the procedure.